Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was to be implanted in the bile duct to treat a malignant biliary stricture during a biliary stent placement procedure performed on (B)(6) 2025. During the procedure, the physician placed the biliary self-expanding metal stent (sems) in the bile duct. However, upon attempting deployment, the stent was noted to be very tight and could not be deployed. As a result, the stent deployment was unsuccessful. Another wallflex fully covered biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the inner sheath was found broken. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation finding of inner shaft/sheath detachment of device or device component. Block h11: device technical analysis: a wallflex fully covered biliary stent was returned for analysis. A visual examination of the returned device revealed that the stent was partially deployed, the stainless steel and the outer sheath were kinked, and the inner sheath was found broken. Functional testing was performed and it was determined that the deployment mechanism could not be properly evaluated due to the condition of the returned device. Microscopic examination was performed, confirming damage to the device components consistent with kinking and breakage. Investigation results: based on the available information, boston scientific corporation confirmed the reported event of stent failure to deploy. The investigation concluded that the reported events and observed damage were most likely attributable to procedural factors, including lesion characteristics, device handling, and physician technique (e.g., force applied). These factors could have resulted in the observed kinking and breakage of device components, which may have prevented successful stent deployment during the procedure. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.